Event description:
It was reported that an unspecified number of bd alaris¿ extension sets leaked from the connection sites during use. The following information was provided by the initial reporter: "I have recently been made aware that our small bore IV extension tubing has been leaking at the connection sites consistently among multiple sets. This issue was as well reported to our cn on night shift by the MRI technicians who noted that this issue was noted by other nurses from multiple units in the hospital.. We do have some similar tubing with a different lot number that has not given us any issues so I do believe that this is isolated to this particular lot."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-may-2023 . D4: medical device lot #: 23019058. D4: medical device expiration date: 05-jan-2026. H4: device manufacture date: 05-jan-2023. H6: investigation summary 11 samples were received and tested by our quality team. There were 6 lot#23019058 sets which two were used, the rest unused. There were 5 lot#23019035 sets all unused. All sets were tested and there were no issues except for one of the used lot#23019058 sets. This set was occluded at the male luer end which verified the complaint. A microscope was used and there was evidence of excess solvent (medical glue) applied to the junction. This is the root cause of the failure. There was an excess amount of solvent applied during assembly which led to the occlusion and leak realized by customer. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 11088483 sets of the following lots: 23019035 and 230190583.

Event description:
It was reported that an unspecified number of bd alaris¿ extension sets leaked from the connection sites during use. The following information was provided by the initial reporter: "I have recently been made aware that our small bore IV extension tubing has been leaking at the connection sites consistently among multiple sets. This issue was as well reported to our cn on night shift by the MRI technicians who noted that this issue was noted by other nurses from multiple units in the hospital... We do have some similar tubing with a different lot number that has not given us any issues so I do believe that this is isolated to this particular lot."